Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the product returned noted that the safety feature was broken and the retainer fingers were damaged. Microscopic inspection of the staple guide exhibited evidence of staple presence and deployment at some point. Under magnification, deformation was noted at the staple pocket ends consistent with the staple loading process. Further microscopic inspection of the knife noted nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected a secondary condition of the broken safety feature and damaged retainer legs that has no relationship to the reported condition. Replication of the observed safety damage and retainer legs may occur if the instrument is forced to fire prior to green indicator visibility. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, the device did not fired. The knife blade cut but no staples were fired. When they opened a second stapler, it fired 180 degrees and cut the tissue. They finished the surgery with the suture manually.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during colorectal surgery, the device did not fired. The knife blade cut but no staples were fired. When they opened a second stapler, it fired 270 degrees and cut the tissue. They finished the surgery with the suture manually. Patient stayed at hospital 10 days more and he/she has ileostomy also have defecation problem.